Event description:
It was reported that a starclose se clip was used in a common femoral artery to achieve hemostasis, after a superficial femoral artery procedure. Reportedly, the following month after implanting the starclose se clip device, the clip migrated to the skin surface and was removed at the hospital using forceps. The patient did not experience any adverse sequela. The physician who implanted the clip device is reported to be trained in the use of the starclose se. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.